Manufacturer narrative:
The information related low blood glucose event which was not available with initial report. The updated information has been provided with this report.

Event description:
It was reported that customer experienced low blood glucose level and treated it with food. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was using auto mode feature on insulin pump. The customer stated their sensor readings were accurate at the time of the low. The customer was neither in emergency room nor admitted into hospital and nor was emergency room service's dispatched as a result of low blood glucose. The customer declined troubleshooting. Based on customer report's customer does allege the insulin pump was over delivering the insulin.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. Customer was using auto mode. Customer stated that insulin delivering too much insulin at night and dropping blood glucose was dropping to 40 mg/dl. The insulin pump will not be returned for analysis.